Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an inappropriate reprocessing cycle was performed on the device and a protein stain adhered to the bending rubber. It could not be determined by the customer when the protein stain started to adhere to the device. The issue occurred during reprocessing. The issue involved an olympus rhino laryngo videoscope. There was no patient involvement.